Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free line was kinked. The following information was provided by the initial reporter: the reported feedback suggests that the line was kinked. Unable to infuse through kink in line. Line primed with infusion but unable to prime past kink in line just below drip chamber.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10/05/2020. Investigation conclusion one 2420-0007 sample was received for investigation with residual fluid in the drip chamber. No packaging was received with the sample and the customer could not confirm the affected lot, however an analysis of the smartsite ID confirmed the possible lots to be either 20015388, 20015409, 20015410 or 20015427. A visual inspection of the 2420-0007 sample confirmed the presence of a kink located under the drip chamber component. The kink could not be manually undone and completely occluded flow. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the observed kink could not be determined, however a review of the assembly process identified that if the tubing was left for too long in the assembly fixture it was possible to replicate the pinched appearance of the tubing. This is a manual process and is likely to have occurred due to human error. A review of the production records for lots 20015388, 20015409, 20015410 and 20015427 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although this is considered to be a rare occurrence, the production personnel have been informed of this feedback and retrained to ensure that they are following the correct assembly process. Furthermore, the work instructions in the assembly area have been updated in order to reduce the likelihood of operator error. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free line was kinked. The following information was provided by the initial reporter: the reported feedback suggests that the line was kinked. Unable to infuse through kink in line. Line primed with infusion but unable to prime past kink in line just below drip chamber.